Event description:
It was reported that pump experienced malfunction during software update, including malfunction alarm and inability to turn off. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.